Event description:
It was reported that during the procedure the tip of lead appeared bent on fluoroscopy and on the table. Multiple attempts to position the lead showed a severe drop in sensing and a severe increase in threshold upon extension of the helix. Mapping with the un-extended helix had very good numbers. It was noted that numbers were very poor five times upon extending helix. The physician decided not to use the lead. The replacement lead had excellent numbers upon first attempt to place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found. Lead was returned with the helix fully retracted. Helix was able to be extended and retracted within specification. Electrical resistance and cross continuity test results were within specification. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).